Manufacturer narrative:
Evaluation results: one cadd legacy plus was returned for investigation in good condition. A review of the event history log evidenced the following: "861 error code alarm message after pump started". The pump produced error code 1816 upon power up. The pump ran the customer's program without issue however. The customer reported product problem was replicated. The intermittent motor on the pump was replaced. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump failed on a patient with an error code of 1861. The chemo treatment had to stop and the device was removed. This was done in the emergency room (ER) as the patient visited the ER after the malfunction. The reporter was unsure how the patient received the remaining infusion, but the patient was due to follow up with oncology the next day, which is where the remaining infusion volume was sent.